Event description:
It was reported to covidien in 2009, that a customer has an issue with a feeding tube. The customer reports that while removing the feeding tube from the patient, the tip became detached and remained inside the patient. The tip was visualized on x-ray, and a bronchoscopy was performed to remove the remaining product.

Manufacturer narrative:
Submit date: 01/23/2009. An investigation is currently underway. Upon completion, the results will be forwarded.